Manufacturer narrative:
(B)(4). Unit p-cap, reservoir locked properly in place. Unit received with label damage, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test, active current measurement, and self-test. Unit received with unexpected battery power loss and had high sleep current due to moisture damage at electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.